Event description:
It was reported that the device experienced a power on reset (por) during clinic follow-up. The patient was experiencing atrial tachycardia during the session. It was further noted that the device had temporarily lost telemetry during interrogation, however, no treatment was carried out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).